Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2017, the patient's rechargeable ins had died and the ins was explanted on (B)(6) 2017. No symptoms were reported. No further complications were reported or anticipated.